Event description:
The customer contacted nephron pharmaceuticals corp regarding a product complaint on (B)(4) 2013. The complainant reported that a washer fell into his mouth from the ez breathe atomizer. He removed the washer from his mouth. Several attempts were made to contact the customer via telephone and email. Although the customer initially withheld info, he stated that he would include the serial number of the product when it is returned to the MFR. At this time, npc has not received info from the pt concerning the serial number of the investigated product.